Event description:
It was reported: "patient in the anesthesia preparation room for ultrasound-guided radial artery puncture, the insertion was not smooth, retreating the needle to retreat the catheter, the catheter was found separated about 1cm broken left in the insertion site, could not be removed. Reported to the superior doctor and surgeon, and fully communicated with the patient himself, agreed to anesthesia after incision to remove the foreign body by surgical treatment. After induction of general anesthesia in the room, the surgeon made an incision at the puncture site of the left radial artery to remove the remaining puncture catheter of about 1cm." The patients current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported: "patient in the anesthesia preparation room for ultrasound-guided radial artery puncture, the insertion was not smooth, retreating the needle to retreat the catheter, the catheter was found separated about 1cm broken left in the insertion site, could not be removed. Reported to the superior doctor and surgeon, and fully communicated with the patient himself, agreed to anesthesia after incision to remove the foreign body by surgical treatment. After induction of general anesthesia in the room, the surgeon made an incision at the puncture site of the left radial artery to remove the remaining puncture catheter of about 1cm." The patients current condition is reported as "fine".